Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing elevated blood glucose (bg) levels of up to 473 (mg/dl) over a period of two to three days. The customer stated that on the third day, the infusion set was changed and their high bg's were resolved. The customer did not identify any issues with the infusion set, but believes this may be the suspected cause. The customer administered a manual injection. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.